Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to a suspected fracture. The lead exhibited significant fluctuation in pacing impedance which had abruptly risen to above the normal range. There had been lead integrity warnings for short interval counts (sic) and ventricular tachycardia - non-sustained episodes as well as an alert for a high rv threshold. There were multiple ventricular fibrillation (vf) episodes showing oversensing and non-physiologic noise on the electrograms. The patient also received inappropriate shocks due to non-physiologic sensing. The sensing portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.